Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a low audio output on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, at the time of the call, patient's mother tried the normal alert profile to test alert functionality on both high and low. The patient's mother reported the audio was very low.